Event description:
During servicing by baxter, technical service identified that the multirall 200 had an issue and needed to be repaired. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
Upon inspection, the baxter technician found that the emergency stop was not functioning, the remote control and charger were both damaged and needed to be replaced. There were no exposed copper wires on the charger the baxter technician found the emergency stop partially dislodged, the technician reconnected the emergency stop button, replaced the remote and the charger and the lift was functioning as designed. Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. Reports of damaged power cord (no exposed copper metal wires) would not lead to user contact with electrical voltage and would not be likely to lead to death or serious injury. However, a report of an emergency function not working in an operative lift is likely to cause or contribute to a death or serious injury.